Event description:
It was reported that ¿sometime¿ at the end of (B)(6) or beginning of (b)(6, the patient reached the point where they went from controlling spasticity to muscle weakness and as a result ¿they turned it down to the last previous setting." The patient had ¿about two weeks¿ where her legs ¿rubber-banded¿ between weak and strong and her neurologist said that in her experience that was somewhat atypical after getting ¿too much baclofen¿. The neurologist said she had never seen anybody go completely back and forth like that. The patient experienced a change in therapy effect. It was reported from (B)(6) 2013, the patient¿s legs were very stable but then when she woke up on (B)(6) 2013 her legs were back to being weak again. The patient hadn¿t changed any medication and hadn¿t been doing anything differently. It was reported the patient had a tendency to keep herself slightly dehydrated and over the last couple of weeks she had been more dehydrated than usual. The patient questioned if that may heighten the effect of the baclofen. The afternoon prior to the report date, the patient had a period where she felt ¿really really¿ drowsy like she was going to fall asleep and at one point she woke up feeling like she was going to pass out. It was noted the patient had also had problems with sleep apnea in the past where she had stopped breathing in her sleep but it was reported she had woken up with a similar feeling of panic. The patient wondered if she was having a problem with her respiratory system. It was noted the patient first had baclofen put into her pump at the beginning of july and it was ¿just a month and a half a go or so¿ that they reached the ¿magic number¿ with the pump. The patient had not had any falls. An x-ray was done on (B)(6) 2013 to make sure the catheter hadn¿t moved and ¿that looked fine.¿ the x-ray showed the catheter tip ¿terminates¿ near the end of t10. From what the patient understood from her nurse was that ¿you have to be doing something pretty fierce generally to have something happen to the catheter.¿ it was noted where the patient lived there had been a ¿real cold snap¿ and over the past week it had been colder than usual. The patient¿s physical therapist had reportedly mentioned ¿maybe the change from the weather or atmospheric pressure could have impacted¿ the patient. It was reported the patient was to go in to her health care provider (hcp) on (B)(6) 2013 to have the pump refilled for the first time. The patient had reportedly made a call to the clinic nurse and ¿would like to determine¿ if her pump needed to be turned down. It was noted when she was first started out ¿they started me out almost exactly where I ended up months after having it raised incrementally every two weeks.¿ it was reported the patient¿s ¿magic number¿ was supposed to be 74.4 mcg and when they had her up to 81.1mcg she started to have muscle weakness so they decreased her down to 74.4mcg. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information was later reported that the patient received assistance from their doctor or manufacturer's representative and their concerns were "mostly, I hope" resolved. It was noted that on (B)(6) 2013 the patient's baclofen dose dropped from 74.4 mcg to 68.9 mcg and on (B)(6) 2013 the patient's baclofen concentration on refill was cut from 1,000 mcg/ml to 500 mcg/ml.